Event description:
The clinician reported less than 1 month after the dental implant was placed in ada site 7 in the patient's mouth, the implant did not achieve osseointegration. The clinician reports the customer ate nuts and the implant was loose. Insufficient bone quality was noted. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.